Manufacturer narrative:
D9 - date returned to MFR: 21-may-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log showed that system fault error 46440 occurred on 14-mar-2026. A review of the past 12 months revealed no prior service history. Visual inspection identified no anomalies. Functional testing was performed; the reported error code 46440 could not be replicated, though the error was confirmed in the event log. The motor and downstream occlusion (dso) seal were replaced. The probable cause was determined to be a motor service-due alarm. After repair, the device successfully passed all functional tests.

Event description:
It was reported that the pump had a motor service due and a downstream occlusion seal open. Reporter also alleged error code 46440 was beeping. The event occurred during pre-testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.